Event description:
Caller reports a potential false positive troponin (tni) result using the triage cardiac panel 25 test. Pt presented with left side chest pain and has a history of coronary artery disease. Pt was diagnosed as not symptomatic.

Manufacturer narrative:
No pt sample was returned by the customer. None of the results provided by the customer were above the clinical cutoff of 0.40ng/ml that represents a positive result. Product support tested in house pos ctrl (cal h) and neg ctrl (cal z) on retained cardiac lot w48733. Results for tni below: cal z: all data points with cal z were below the mfg cutoff. Cal h: 1 data point was outside the 2 sd low. Overall recovery was 79%, within mfg specifications. No product deficiency was established; corrective action not required at this time.